Event description:
Customer reports back to back testing on the same meter using the advantage system with results of 190 mg/dl, 102 mg/dl, and 95 mg/dl. No quality controls were run. No adverse event was reported. A request was made for the return of the suspect device and a replacement was sent.